Manufacturer narrative:
The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
The hosp reported that during a coronary artery bypass procedure, two heartstring seals did not deploy out of the delivery tube into the aorta. Replacement was used to complete the procedure. No pt complications were reported by the hosp.